Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have not received a no delivery which caused his blood glucose to rise to 590 mg/dl which was treated with insulin pump. Customer's blood glucose was 229 mg/dl at the time of call. After troubleshooting, customer was advised that an insulin pump will be sent due to the age of his insulin pump. No further information provided.